Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead noted both the internal and the external insulation was abraded through to the trilumen insulation only. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region.

Event description:
Additional information was reported, indicating that this right ventricular (rv) lead was removed and replaced. This product has been returned and analysis was completed.

Event description:
It was reported that this right ventricular (rv) lead appeared to have an episode, where noise was present. There appeared to be a beat that was oversensed. Upon review of the device, it was found that the rv pace impedance has been less than 200 ohms, for 5 months. An additional evaluation yielded the same impedance measurements. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.